Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the operation check and was not delivering shock. There was no reported patient involvement.

Manufacturer narrative:
During the course of investigation it was discovered that this record is a duplicate to MFR report: 3030677-2021-12768. All child records will be closed.

Event description:
During the course of investigation it was discovered that this record is a duplicate to MFR report: 3030677-2021-12768. All child records will be closed. It was reported to philips that during op check, the device fails to shock. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty battery. Based on the conclusion of the investigation, it was determined that this was a malfunction of the battery. The battery was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.